Event description:
It was reported that the patient received a hv shock followed by an alert for low impedance. It was also observed that the rv capture threshold had increased. Lead fracture was noted during revision. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.